Event description:
No additional information.

Manufacturer narrative:
One mz1000 sample was received without packaging for investigation; the sample was returned with a 10ml bd syringe filled with clear residual fluid. The customer reported that the affected sample could have been from lot 25075463 or 25025415 and that "evident droplets continued to be observed leaking from bung site." The returned sample was subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe; leakage was observed from the connection of the maxzero during testing, confirming the customer's experience. Upon closer inspection, a hairline crack on the female luer adaptor (fla) was identified to be the cause of the leakage. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 25075463 or 25025415 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. Please note, the IFU of the maxzero states that "prior to every access, always scrub the top of the mz1000 with an appropriate antiseptic and allow to dry." Failure to do so may cause the components to partially adhere together, requiring additional force to disconnect, damaging the component. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: dual lumen pcvc on patient, line change up to bung (bung not changed) completed on day shift at 1630. Green lumen pcvc identified leaking at bung site at 2000, with wet linen evident. Attempt to tighten and reattach bung under sterile procedure (pcvc line clamped prior) with nil affect, evident droplets continued to be observed leaking from bung site. Pcvc leaking fluids of morphine in 5% glucose (1ml/hr), midazolam in 5 % glucose (0.3ml/hr), 17% smof (1ml/hr) and 10% standard pns (2.ml/hr) for 3.5hours onto nest. Additional information received from the customer: please provide details of the storage conditions prior to use (where are the products stored? Is the area temperature controlled?) Normal storage area in nicu please confirm the make and model of the connecting product(s)? Unsure will ask customer. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No. Was there any patient harm? None reported. Was there an under infusion? Yes. Please confirm if the sample has been disinfected ¿ if so when and with what substance? Alcohol swab as per policy. Please confirm how long the product has been in use for in total when the issue was identified? 6 days and 2 activations. Please confirm if the component was accessed with a needle, then reused? No.